Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The field service representative decontaminated the sample probe and cell rinse nozzles and performed a cell wash. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). The calibration and qc were acceptable. A general reagent issue was excluded. The investigation is ongoing.

Event description:
There was an allegation of questionable triglyceride results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 442 mg/dl. The repeated result was 43.0 mg/dl. The sample was repeated on another cobas c 503 module, and the result was 42 mg/dl. The sample was repeated because the initial result didn't match the patient's clinical history.